Event description:
Reportedly, the subject pacemaker was implanted in 2013 in a pacing-dependent patient. On (B)(6) 2018, the pacemaker had an estimated residual longevity of 13 months (minimum 9 months). At implantation, the estimated residual longevity was 7 to 8 years. However, the actual longevity was around 5 years and the physician decided to replace the pacemaker. The pacemaker was explanted on (B)(6) 2018 and will be returned for analysis.preliminary analysis results revealed that, based on available data and hrs guidelines, normal battery depletion occurred.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject pacemaker was implanted in 2013 in a pacing-dependent patient. On (B)(6) 2018, the pacemaker had an estimated residual longevity of 13 months (minimum 9 months). At implantation, the estimated residual longevity was 7 to 8 years. However, the actual longevity was around 5 years and the physician decided to replace the pacemaker. The pacemaker was explanted on (B)(6) 2018 and will be returned for analysis. Preliminary analysis results revealed that, based on available data and hrs guidelines, normal battery depletion occurred.